Event description:
During a pulmonary vein isolation procedure, a communication issue occurred causing a delay in procedure. The procedure was started in the correct order, first the dws, then the amplifier. It was not possible to get past the field frame test, which the dws showed as the issue. There were also amplifier hardware and communication errors. Attempts to reset the amplifier from the dws and turning the amplifier on and off >15 times did not resolve the issue. The dws was started several times and restarting in navx mode with the field frame not connected did not resolve the issue. The procedure was completed with carto with no patient consequences.

Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
One ensite x amplifier was received for evaluation. Visual inspection revealed the front ports, rear ports, and chassis show signs of wear consistent with use over time. The bottom enclosure and the right enclosure, has a visual gap (mis-alignment). For evaluation purposes the port 3 and port 4 small form-factor pluggable (sfp) were temporarily exchanged. The amplifier was powered on and then the amplifier booted to a solid green ¿ready¿ light emitting diode (led) status. This indicated the amplifier passed the power-on-self-test (post) although the test station and tracker communicated successfully, however there were multiple audible beeps and a ndi message bus symptom. This ndi symptom was intermittent however was eventually isolated to the system control unit (scu) board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause was attributed to an intermittent scu board.